Event description:
Pt presented at ER with left sided paralysis. A CT of the head and labs were done. No evidence of cva on CT. Inr-1.9 device clot suspected and confirmed with tee. Patient emergently taken to surgery for device changeout. Clot found in pump.